Event description:
It was reported that two days after it was implanted, this right ventricular (rv) lead was suspected to have suffered a microdislodgement, with it presenting a decrease in impedance measurements and a high capture threshold measurement. X-ray imaging was used to review the lead location but it was not conclusive. The lead was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment corrected fields: h1 type of reportable event.

Event description:
It was reported that two days after it was implanted, this right ventricular (rv) lead was suspected to have suffered a microdislodgement, with it presenting a decrease in impedance measurements and a high capture threshold measurement. X-ray imaging was used to review the lead location but it was not conclusive. The lead was revised and remains in service. No additional adverse patient effects were reported.